Event description:
It was reported the device could not be interrogated, and there was no magnet response. The patient presented in pre-pacemaker rhythm of 3rd degree block. The device was explanted and replaced. The device was later returned with a report of no output and unable to interrogate. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed no telemetry and no output. Further testing revealed the no telemetry and no output conditions were the result of lifted hybrid bond wires.